Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting blood glucose levels up to 474 with "mild symptoms"; the patient reported knowing that blood glucose levels were elevated by changes of breath. The patient indicated that air bubbles were noted in the infusion set tubing; upon removing the cartridge air bubbles were also noted in the cartridge. Troubleshooting of the cartridge filling techniques found that the patient was not cycling the cartridges, the patient was not allowing the insulin to come to room temperature, the patient was not properly pressurizing the insulin vial prior to withdrawing insulin into the cartridge, and the patient was not removing air bubbles from the cartridge prior to inserting the cartridge into the pump. This report is made based on the allegation that the patient experienced hyperglycemia related to incorrect cartridge filling technique.